Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th feb 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, its anchor broke during insertion. This was detected during a repair of elbow joint ligaments surgery on (B)(6) 2025. The procedure was completed successfully by changing to a new ar-2324pslc. There were no patient harm and no secondary procedure needed.